Event description:
Related manufacturer reference number: 2017865-2024-03812. New information received notes that the patient's pacemaker and right ventricular (rv) lead was over-sensing noise resulting in pacing inhibition. Review of the electrograms (egms) revealed multiple noise reversion and high ventricular rate episodes which were confirmed to be true noise events. The physician elected to cap and replace the rv lead on (B)(6) 2024. The patient was in stable condition throughout.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited oversensing of noise which resulted in pacing inhibition. The noise was not reproducible in clinic when patient was brought in for further evaluation. No intervention was performed. The patient was in stable condition throughout.